Event description:
It was reported that during an unk procedure, the staples could not sew (hold) the tissue firmly. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Jammed staples. Eval summary: the analysis results showed that one device was returned non-functional with a jammed staple in the cartridge nose due to a nonconforming staple stack; no functional test was performed due to the condition of the device. A batch record review was performed and no anomalies were found during the mfg process.